Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred about 30 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood test strips were not used because the leak was visually observed at the arterial end of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 mls. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point leak test. The test failed showing as a steady stream of bubble coming from the pu cut surface at approximately 350° on the cavity ID end, with the ports positioned at 0°. Upon extraction of the fiber bundle, a potted fiber fragment was noted from the same area as the leak, an opposing end of the fiber fragment could not be isolated. There was no other damage or irregularities visually noted on the dialyzer. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred about 30 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood test strips were not used because the leak was visually observed at the arterial end of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 mls. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.